Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample will not be returned and a lot# was not reported. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that tech was setting up for the procedure and he was pulling the product out of the sterile tray and was poked in the finger by the tip of the retractable scalpel. The scalpel was deployed by about an 1/8". This was not used on the pt. No intervention was required.